Event description:
It was reported that the device had a long charge time due to a high number of appropriate shocks. Subsequently, it was noted that a shock attempt was aborted for ventricular fibrillation (vf) due to a charge circuit timeout. The device had reached elective replacement indicator (eri) and was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: performance data was collected from the device and analyzed. Analysis of the device memory indicated charge circuit timeout. (B)(4).

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. A charge circuit timeout occured on (B)(6) 2015 and second charge circuit timeout occurred (B)(6) 2015. Recommended replacement time (rrt) time stamp is (B)(6) 2015.